Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Sales rep reports that four months after the surgeon implanted a valve with siphon guard, it was reported that the silicone housing that surrounds the siphon guard split from the valve.